Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10.   Duragen 4x5 1 pack ce (id4501i) was not returned for evaluation; therefore, failure analysis is not possible. Additionally, no device history record (DHR) review or retain sample evaluation is possible because the product lot number was not reported. However, based on the information available, a medical assessment was performed which concluded as follows: there is no indication that duragen was causal to the meningioma recurrence and most likely the root cause for the reported event could be related to several factors that have been identified in the recurrence of meningioma: incomplete tumor removal, tumor grade, tumor mutation, and/or radiation exposure. There is one case review that indicates that meningioma cells may be able to invade and survive in the duragen-derived dura mater; however, further experiences are needed to validate these findings in large sample sizes. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2022 the duragen 4x5 (id4501i) was used for gasket seal closure during the treatment of a female patient with convexity meningioma, which had extended towards the motor cortex. At that time, meningioma was enlarged and reaching closer to the motor cortex. Also, there was a possibility that the meningioma was not removed completely. After a year and half, recurrence of the meningioma is confirmed, and it appears that the meningioma is enlarging from the dura mater which was regenerated by duragen. Currently, this case is slated for follow-up and consideration for re-operation.